Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported errors machine and proximal pressure sensors failed, and unit has a dim display. The customer replaced the cable and the issue is still not resolved. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 24jul2019, date rec¿d by MFR : 23jul2019. The field service engineer (fse) confirmed the reported adc reference issue. The fse replaced the motor controller pcba to address this issue. The part was returned to the manufacturer for failure investigation (fi). It was determined that the motor controller (mc) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.